Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy.